Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: health effect - clinical code - e0131 speech disorder.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023, the patient experienced disorientation, slow speech, and mobility problems. The cgm was reading 224 mg/dl. The patient could not recall whether a bg was checked. Of note, the patient uses a tandem pump in aid. Due to the high cgm value, the patient over dosed insulin. The spouse assisted the patient and provided carbohydrates and the patient recovered after treatment. At the time the report, the patient was in good condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.